Manufacturer narrative:
The insulin pump was received with display frozen on number two and then had constant tone due to cold solder joint on mother board. No blank display noted and unable to check for operating currents due to frozen display. No cosmetic damage noted. (B)(4).

Event description:
Customer's mother reported via phone call that the display on the insulin pump went blank. They changed the battery but the screen remained frozen in number 2. They removed the battery and the number 2 would still display for about 5 seconds and the insulin pump kept alarming. It was stated that the insulin pump does not have physical damage but has been bumped or dropped two times but not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Blood glucose value was 126 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.